Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator battery is faulty. It was reported that the event occurred during clinical use. There was no patient harm reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation/repair and or patient information from the customer; no response received. Review of the service history indicates there have been no subsequent calls from the customer regarding this issue. If new information is received, the complaint will be reopened and updated. Technical support assisted to mail to order assembly battery for back order. The reported problem was not confirmed. It is unknown if the unit was repaired. No part was replaced to address reported problem. No patient involvement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. It is unknown if there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator battery is faulty. No patient involvement.